Event description:
It was reported to boston scientific corporation that a patient underwent placement of a lynx mid-urethral sling (age and weight of patient are unknown). During the procedure, the physician introduced the sling and noticed that the sling would not tension properly. The sling was removed and the procedure was completed with another of the same device. Patient's condition reported to be "fine".

Manufacturer narrative:
The lot number for the lynx system is unknown, therefore the device manufacture date and expiration date cannot be determined. The complainant indicated the device was disposed of and will not be returned for evaluation, therefore a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.